Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic hernia repair, the device failed to load. When trying reloading - suture device does not get closed to hold the suture. No patient injury noted.